Event description:
Patient presented to (B)(6) medical center ER with non-device related symptoms. Remote interrogation revealed loss of capture (loc) on this lv lead. Cause of loc not determine, no adverse pt effects due to the lv loc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).